Event description:
The customer reported that the hand piece was connected to a forcetriad generator. The surgeon opened the jaws and started closing them on the tissue and the hand piece didn't seal the tissue.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.